Event description:
It was reported that during a recanalization procedure in the right superficial femoral artery via left groin access, the tip of the catheter allegedly detached from the catheter. It was further reported that the tip did not fully detach from the catheter, but allegedly pulled from the catheter itself. Furthermore, the device tip was allegedly caught on the support catheter and would not retract. Reportedly, the physician had to remove everything from the patient which lost the access. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one crosser iq catheter loaded onto a support catheter was received and evaluated. Upon visual evaluation, catheter was partially exposed from support catheter and marker band was present. Material separation was observed at the distal tip. Upon functional testing, an attempt was made to remove catheter from support catheter and was unsuccessful due to the condition of the device. Based on the sample evaluation, the investigation is confirmed for the reported material separation issue as distal tip appeared to be separated from the outer catheter and the investigation for the reported device- device incompatibility and retraction problem is confirmed as the catheter was stuck in the support catheter and an attempt to remove the support catheter was unsuccessful. A definitive root cause for the reported material separation, retraction problem and device-device incompatibility issue could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 07/2023), g3, h6 (device). H11: h6 (method, result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a recanalization procedure in the right superficial femoral artery via left groin access, the tip of the catheter allegeldy detached from the catheter. It was further reported that the tip did not fully detach from the catheter, but allegedly pulled from the catheter itself. Furthermore, the device tip was allegedly caught on the support catheter and would not retract. Reportedly, the physician had to remove everything from the patient which lost the access. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiration date: 07/2023). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Device pending return.